Manufacturer narrative:
B4:(B)(6)2021 a touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed and revealed evidence of traces 1-5 to the connector ripped open. An investigation was performed and the product analysis technician reported that the root cause was due to the physical damaged resulted in the traces 1-5 to connector ripped open.

Manufacturer narrative:
It was reported that there was a delay in the patient's therapy due to the event, but there was no harm reported.

Event description:
It was reported that during setup for use, the ventilator's touchscreen was not working. It was reported that there was a delay in the patient's therapy due to the event, but there was no harm reported. The service engineer (se) inspected the device. Reportedly, the ribbon cable of the touchscreen was partially corroded internally. The se replaced the touchscreen. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.